Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 16.0 mmol/l, 16.0 mmol/l, and 7.8 mmol/l within 3 minutes on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation.